Event description:
Control solutions were out of range, pt went to the emergency room because of faulty reading, as meter reading 230+, but when paramedics came, her reading was 30.

Manufacturer narrative:
Controls were out of range, however, pt used the meter. Unable to make contact with pt to obtain add'l info. Meter was not returned for eval.